Manufacturer narrative:
The technician replaced the brake/steer caster to repair the bed.

Event description:
Info received indicates the brake/steer caster continues to swivel after the brake is locked.